Event description:
As reported by the user facility (information by sales organization (B)(6)): the syringe alarms for high blood pressure. Anesthesia was given in connection with a pulmonary surgery. The induction is made without problems and the pt receives tci according to local routine. When the surgery is about to start, the staff intends to adjust the dose tci ultiva before incision. In conjunction to this, the pump alarms for high back pressure and the pump stops. Initially the staff tries to circumvent this by confirming alarm and restart the pump, but the same situation occurs several times (est 4 times). Hoping to prevent the alarm, the infusions were changed to another pvk, but the problem with the alarm still occurs (no other pump and carrier infusion rehydrex drips with 100 ml/h without problems). After this action, the pump was changed to another one and this was made on three occasions. But all of the new pumps give the same alarm. The surgery has not started and the pt is without any active infusion of analgesic. A slight increase of blood pressure is noticed which is interpreted as breakthrough pain whereupon ultiva is aspirated from the mixed carrier solution and administered as 100 micrograms bolus injection. Other colleagues are consulted and together they conclude that the syringe is sluggish when manipulating it manually and the piston cannot be moved. The infusion syringe is disconnected and with force the rod is finally moved and a small volume of the solution is squirted in the waste basket whereupon the rod is moving more easily and the syringe is reconnected to the infusion pump and tci restarted without problems and the surgery is continued without problems. The above described event posed a risk of breakthrough pain and pt awareness. The estimated time to solve the problem is 5-8 minutes. (B)(4).